Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl. The customer became unconscious and hit the floor in a seizure. The customer knocked their head causing the customer to bleed all over the tile floor. The customer was treated for the low blood glucose with food. The customer was not hospitalized. The customer stated that they accidently performed a bolus after the insulin pump had triggered threshold suspend. The customer did not troubleshoot the issue. The customer was advised to call the helpline if the issue occurs again. The customer did not return the product back for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial medwatch report. The information has been provided with this report.

Event description:
It was alleged by customer's attorney due to a design defect and programming change, administered a potentially lethal dose of insulin to him while he was asleep. Customer woke up to discover that a potentially lethal amount had been administered and went to the bathroom in an effort to remedy the situation. The potentially lethal dose caused customer to lose consciousness, fall down and enter into a prolonged seizure. Customer had seizures, head lacerations, severe bruising, severe muscle aches, hearing loss, tinnitus, chronic headaches, neck pain, debilitating nerve pain in the right arm, cracked teeth from the fall, diminished mental acuity and depression.